Manufacturer narrative:
This remediation MDR was generated under protocol(B)(4), as a result of warning letter cms# (B)(4). There were no discrepancies discovered during the device history record (DHR) review. Manufacturing calibration readings were all in specification. A product sample was received for evaluation. Visual and functional testing were performed. The top and bottom cases were in excellent condition and there was no visible contamination. Even history log (ehl) showed force sensor test error but there was no battery issue found in the ehl. For the force sensor test error, power up process and calibration verification test were performed and the reported problem was duplicated. For the battery issue, biomed diagnostic monitor battery status was performed; the problem was not duplicated, no fault found. The root cause for the force sensor out of calibration condition was likely due to normal wear. For the battery issue, the root cause could not be determined. Actions were taken to mitigate the reported issues: recalibrated force sensor; performed calibration on the pump and it passed.

Event description:
It was reported that the pump had force sensor and battery issues. No patient injury was reported.